Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas 6000 e601 module. The initial result was 132.6 u/ml and the repeat result was 80.09 u/ml. Another sample taken from the same patient at the same time had a result of 6.91 u/ml, and this result was believed to be correct. The questionable results were not released outside of the laboratory.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem or general reagent issue identified.